Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. It was also noted that the ipg had difficulty getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.